Event description:
It was reported that during a lap gastric bypass procedure, the frequent beeps during the activation of the min and max buttons became very infrequent. Sometimes on activation the beeps would seem correct for the first few seconds and then would become infrequent and beep in an irregular pattern. The handpiece was changed and this did not resolve the problem. Eventually, the device was replaced with a new disposable, and this resolved the issue. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 05/04/2009. Info anticipated, but unavailable at this time.